Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10903r54, implanted: (B)(6) 2001. Product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump wasn¿t working right. The patient was told by her prior physician early last year after a dye study that her catheter was ¿bunched up¿/kinked. The patient was moving so decided to wait until after she found a new doctor to take care of it. The patient saw her new doctor after her move. The patient went in for a test which took 2 minutes and the doctor told her there was nothing wrong with the pump. The doctor increased her medication; she did not feel the increase, so she told the doctor to lower it by 20% because she didn¿t want ¿all the stuff¿ in her body if it wasn¿t helping anyway. The patient went for a second opinion about two months ago and was told by that physician that if the catheter was bunched up underneath the pump they wouldn¿t be able to tell, so the patient canceled the test. The patient could barely walk now; it had gotten progressively worse since last year when she was told that her pump wasn¿t working right; the patient was confused and irritated. The pump was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the patient had found another physician and was going to be seeing him in mid-june. The patient was having a lot of pain.